Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. The noise could be reproduced via provocative testing. No intervention was performed at this time. The patient was stable and will continue to be monitored.